Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the implant procedure, the physician inserted the lead into the ipg and tried to remove the lead to re-insert it but the set screw of the ipg was not there. The ipg and lead were implanted in the patient and the ipg screw was not removed. The location of the set screw was confirmed to be on the top of the ipg head, in the habitual out position.

Event description:
A report was received that during the implant procedure the physician inserted the lead into the ipg and tried to remove the lead to re-insert it but the set screw of the ipg was not there. The ipg and lead were implanted in the patient and the ipg screw was not removed. The location of the set screw was confirmed to be on the top of the ipg head, in the habitual out position.